Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Blank fields on this form indicate the information is unknown, unavailable or unchanged. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.(B)(4)

Event description:
This is report 1 of 2 for this complaint (B)(4).

Event description:
It was reported that during a tfn procedure the surgeon inserted the nail and was drilling to insert the screw, when the drill hit the nail and caused a few metal shavings to come off the nail. Surgeon removed the nail and all the shavings. Surgeon selected another nail and completed the procedure. This is report 1 of 2 for this event.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records was performed and no complaint related issues were found. The manufacturing evaluation showed that the product was received with the locking prong broken. It appears that the locking mechanism was engaged at the time of implantation. A determination as to when the assembly was moved from the set position cannot be made. It is concluded that this complaint is indeterminate. (B)(4).